Event description:
The reporter stated that the top of the reservoir came apart on a breast reduction pt and the pt reportedly developed a hematoma. The pt had to return to surgery. The pt reportedly rolled over and unit came apart. A nurse was said to have put the product back together within 2 hours of it coming apart.